Manufacturer narrative:
Exact date unknown, event occurred 8 months ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(4) , batch: 18222792/18222792.

Event description:
It was reported that the patient was experiencing loss of stimulation and difficulty charging the ipg. It was reported that the chargers were not able to connect and it seems as if the ipg was not lying flat. The patient underwent a revision procedure wherein the ipg and leads were replaced.